Manufacturer narrative:
Evaluation summary: it was caused due to the angle wire worn out and the chemical damage on the ift. This report is being filed as part of the pentax backlog management plan.

Event description:
There was no report of patient harm. Before use,during the inspection,the user found that the scope was lack of angulation and the scale line label of ift fell down.